Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 12, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a femoral shortening procedure on (B)(6) 2016 during which the expert-adolescent femoral nail targeting assembly missed the dynamic screw hole. The targeting assembly, which consisted of an insertion handle, aiming arm, and calibrated drill bit, hit the nail and would not advance through the dynamic hole. The surgeon removed the sleeve and the trocar assembly; thereafter, the drill bit was redirected through the existing hole in the bone. The drill bit successfully passed through; the screw was then inserted without further incident. The procedure was completed with a one (1) minute delay. X-rays were taken, but no additional medical intervention was required as a result of the encountered issues. The patient's post-operative status was reported to be as planned. Concomitant medical devices reported: titanium adolescent lateral entry femoral nail-ex (part: 04.031.972s / lot: 7346539, quantity: 1) and guide sleeve (part/lot: unknown / quantity: 1). This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Product investigation summary: the following complaint device(s) were received for evaluation: one (1) insertion handle f/ adolescent lateral entry femoral nail-ex (part: 03.010.226 / lot: 3035327); one (1) aiming arm for adolescent lateral entry femoral nail-ex (part: 03.010.227 / lot: 3012031). Please note: complaint allegations were also made against one (1) 3.2mm three-fluted drill bit (part: 03.010.060 / lot: unknown); however, the device was not returned for investigation. A visual inspection and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The returned instruments are part of the expert adolescent lateral femoral nail (alfn) system. Both devices aid in the insertion of the alfn during femoral shaft, sub-trochanteric, ipsilateral neck/neck fractures. The returned instruments were reconstructed together in an attempt to re-create the complaint condition, but the complaint condition could not be replicated. Alignment of the aiming arm with the insertion handle was achieved; however, during the subject procedure, other variables could have contributed to the drill bit not going into the nail. Since only the aiming arm and the insertion handle were returned, it is not possible to determine if the other parts that interacted with both devices during the event contributed to the misalignment. Additionally, other factors (such as the patient¿s condition and physical attributes) could have impacted the positioning of the instrumentation used to facilitate locking. All parts received were in good condition with only some minor wear and tear on the devices. The relevant drawings for the returned instruments were reviewed: top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers with no material record reports, non-conformance reports, or complaint-related issues identified. Due to the tight tolerances and design, the construct is susceptible to lateral forces during the surgery that are unable to be replicated. It is likely that soft tissue distraction forces are the cause of this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.